Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The part was not returned for evaluation as it remains in the patient. Post-operative imaging was provided and indicate that the locking cap at l2 has backed out of the screw head. The exact cause of the reported issue cannot be determined as the devices coul not be evaluated.

Event description:
It was reported that the creo mis locking cap loosened post-operatively. The device remains in the patient.